Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: left lateral recess stenosis, l5-s1. Rule out possible pseudoarthrosis, lumbar fusion, l5-s1. He underwent following procedures: left l5-s1 hemilaminotomy with decompression of the left l5 and s1 nerve roots. Exploration of fusion, left side, with confirmation of solid, trabeculated, lumbar fusion, l5-s1 (no motion detected) in which rhbmp-2/acs was used. As per operative notes, ¿a fat graft was harvested, morsellized, and placed around the laminotomy site and down around the nerve roots. The wound was irrigated.¿ no intra-operative complications were reported.